Manufacturer narrative:
(B)(4).

Event description:
It was reported that non-sustained oversensing episodes due to noise were observed during follow-up in clinic. Lead was capped and replaced on (B)(6) 2016. Patient's condition was stable.